Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable no longer charged the pump. The customer's blood glucose was 180 (mg/dl). Reportedly, the customer obtained an alternate charging cable.